Manufacturer narrative:
Device evaluated by MFR: the complaint device was not received for analysis. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-10679, 2134265-2017-10911. It was reported a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A stable baseline effusion was noted. The patient was on pressure support shortly after induction of anesthesia prior to access. A total of two watchman ® access system (was) and three watchman ® laa closure device & delivery system (wds) were used. The first wds was advanced through the was and the closure device was deployed. The closure device was fully recaptured and removed from the patient. A new wds was used. This closure device was deployed, but was also fully recaptured. These closure devices were removed as they failed the tug test. Sweeps were performed after each recapture to confirm no increase in the baseline effusion occurred. A kink was noticed in the was, possibly due to the angle of the was from the septum into the laa. There was a very high transseptal crossing. The septum was re-crossed and a new was and the third wds were used. The 33mm closure device was deployed and released. In recovery, the patient continued to be hypotensive, so a transthoracic echocardiogram (tte) was performed which revealed the pericardial effusion was larger than it was at baseline. A pericardiocentesis was performed and the patient had the drain left in place. The pigtail drain was pulled the following day and patient was discharged home. The patient is currently fine.